Event description:
It was reported that the mesher was in need of repair. The mesher was found with a damaged comb at product evaluation investigation. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Initial reporter telephone number: (B)(6). Foreign: UK. Investigation is completed. This is an initial final report submission. Review of the most recent repair record determined the ratchet was stuck on the bottom roll and comb damaged and the gear, bottom roll, screw, and comb were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.